Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and a cracked pump belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to humidity. The customer's blood glucose level was 186 mg/dl. She was advised to revert to a back-up treatment plan. Nothing further was reported.